Event description:
Customer reportedly obtained a result of 102 mg/dl and took 1 unit of humalog in response to the reading. Customer reports that an hr and fifteen minutes later she tested 36mg/dl and was unresponsive. She was treated by her husband with an injection of glucose water. No medical treatment received. No strip info provided and no quality controls were used. Requested return of suspect device and replacement was sent.